Event description:
It was reported that the patient presented in ER with phrenic nerve stimulation. The device was found to be in backup vvi state. The device was restored and reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.